Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint : patient was revised to address pain. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (right side). Update: (B)(6) 2012. Litigation alleges that the patient experienced pain and disability on account of his asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. There is no new information that would change the outcome of the investigation. (B)(6) 2007, dor: (B)(6) 2011 (right hip). (Note: the revision date listed in the litigation is different than the date originally reported (B)(4). Update: ((B)(6) 2012) - patient fact sheet was received. The dor has been updated. There is no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2013- pfs and medical records received. Part/lot was provided. A correct dor was provided .revision operative note indicated there was femoral loosening so the stem is being added to the complaint. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014. Dor: (B)(6) 2011.